Event description:
The lay user/pt contacted lifescan (lfs) in early 2009, alleging that his onetouch ultra meter was prompting a battery indicator. The medical affairs specialist spoke with the pt five days later, and obtained the following information. The pt reported that the alleged issue began approx 5 days prior to contacting lfs. The pt claimed he manages his diabetes by taking a set amount of lantus insulin (30 units) at bedtime and administering novolog insulin twice a day based on a sliding scale. As a result of not being able to obtaining a blood glucose reading with the subject meter, the pt claimed he took a decreased amount of the novolog insulin (15 versus usual 25 units). The pt confirmed he developed symptoms of feeling dizzy and clammy which he associated with a high glucose, but did not recall if the symptoms started before or after the alleged issue began. However, the pt did report that the day after the issue began, he went to the emergency room. When tested with the ER meter, the pt claimed they obtained a message of "high" and therefore a lab test was performed and the blood glucose reading obtained on the lab instrument came back at "715 mg/dl." The pt stated he was treated with IV fluids and insulin (type and dose unk). Prior to when the alleged issue began, the pt claimed he was obtaining blood glucose readings in the "400mg/dl" range with the subject meter. At the time of troubleshooting, the cca noted that the pt did not replace the battery in the subject meter as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue, and reportedly received treatment for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.